Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the cause of the worsening pvl could not be determined. Investigation results suggest in addition to cardiac remodeling, procedural factors (placement of the valve in the native mitral valve), and patient factors (valvular calcification) may have contributed to the pvl and subsequent re-dilation of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During an off-label mitral valve replacement procedure, a 26mm sapien 3 valve was surgically implanted in the native mitral valve via the left atrium approach. Approximately 4 months post implant, a paravalvular leak (pvl) developed and the patient became symptomatic. Re-dilation of the valve was performed, resolving the pvl. The patient will be monitored to determine if any further treatment, such as a plug placement, is needed. At the time of the report, the patient was in stable condition.